Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition occurred on the device prior to being used on a patient. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition occurred on the device prior to being used on a patient. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending pca board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator service required condition occurred on the device prior to being used on a patient. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.